Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number 400493382. One used IV set 490037 (universal 60 drop nitro pump set) connected to used a 357221 (ext set w/ caresite & filter) extension set was provided for evaluation. Visual examination of the sample noted a raised surface which is indicative of solvent present on the luer adapter of the 490037 IV set, no defects noted on the 357221 extension set. The raised surface does not allow a complete seal between the two sets which causes the leakage reported. The two items were leak tested while connected and leakage was observed at the male/female connection. Based on the evaluation of the sample the reported defect is confirmed. Due to this occurrence a quality notification and retrain were conducted with all associates involved in the hand assembly process of the product. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as event 1 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 1: as reported by the user facility: the device exhibited leakage of a chemotherapeutic agent (taxol) during an infusion.